Event description:
It has been reported to philips that the footswitch was not functioning. The system was not in clinical use when the issue was identified. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the wired footswitch was not working due to a poor cable connection. A philips service engineer inspected the system onsite and reseated the cable of the footswitch and the system was returned to use in good working order.